Manufacturer narrative:
The customer report of a device failing patient side occlusion was confirmed during the tsc troubleshooting process. This reported event and subsequent repairs were investigated through the tsc troubleshooting process. After multiple parts were replaced the issue was not about to be corrected during the troubleshooting. The proximate cause of the customer report of failing patient side occlusion was not determined during the tsc troubleshooting process.

Event description:
It was reported that the device is failing patient side occlusion.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was not returned for servicing. The customer report of a device failing patient side occlusion was confirmed during the tsc troubleshooting process. There was no reported patient injury. This device is used for therapeutic purposes.